Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
Customer reported that she went out of town and forgot her quick inserter. When having to change the infusion set, she decided not to remove the one she had in use and only fill the reservoir tube with insulin. Customer filled the reservoir while being connected. She then checked the reservoir and half of the insulin was missing. Current blood glucose reading is 164mg/dl. Customer concerned about getting low blood glucose caused by the insulin over delivery. Customer stated that she would be constantly monitoring her blood glucose and will alert people with her about the incident in case of emergency. No furhter information reported.